Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the thermistor funnel on the 4th day of use. After the surgery, the lead wire was cut in the ward because of it urine leaked from the cut area.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Visual inspection of the returned sample found no visual defects were noted. The catheter was inflated with water and found that water leakage was observed through the drainage eye. The catheter was dissected and found multiple tears on the rubberize layer of the temperature sensing catheter (tsc) lumen. The tear was examined under microscope and found to be rounded but not smooth and identified this was related to manufacturing. The reported failure was able to reproduced. The product had cause the reported failure. The failure was cause by the misuse of product. The root cause for this failure mode was manufacturing related due to operator error or mechanical error or thin rubberized layer or poor stripping. A review of the manufacturing process indicates that the process was capable of producing of this type of defect. Based on the sample returned it was confirmed as manufacturing related issue. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver coated catheter. [Intended use & effect- efficacy] this device is an indwelling catheter in the bladder for urinary drainage and measurement of core body temperature. The surface of catheter is coated first with a trace amount of metallic silver, and then with polyurethane onto that, to inhibit proliferation of bacteria that may adhere to the catheter. [Directions for use] 1. Method of use: the device is intended for single use only and is not reusable. 2. Precautions for use: 1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. 2) lubricate the distal end of the catheter with water-soluble lubricant. 3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 4) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 5) connect lead wire to monitor through extension cable. 6) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 7) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. 8) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] 9) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 10) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 11) do not wet the lead wire and the junction with extension cable. 12) this device is compatible only with monitors requiring ysi 400-series type temperature probes. 13) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.] 14) do not wipe catheter surface with organic solvents such as alcohol. 15) do not aspirate urine through drainage funnel wall. 16) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 17) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the urine leaked from the thermistor funnel on the 4th day of use. After the surgery the lead wire was cut in the ward because of the urine leaked from the cut area. Per additional information received via email from the ibc on 20nov2020 it was stated that when the lead wire was cut the urine observed in the way and leaked from the cut area.